Event description:
Lead analysis was completed.. During the visual analysis of the returned 295mm portion the connector pin quadfilar coil appeared to be broken approximately 248mm from the end of the connector boot and discoloration was observed on the coil surface. Pitting was observed on the coil surface. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. What appeared to be a secondary break-line was observed on one of the coil strands. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since the (+) white electrode was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has dried remnants of what appear to have once been body fluids inside the outer and inner silicone tubes.

Event description:
Information was received noting that the patients lead was explanted. The lead has been returned to the manufacturer; however, product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Ap neck and chest x-ray were received. The generator was located in the patient¿s upper left chest. The connector pin can be seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and chest and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present. No gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance cannot be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
Patient presented with high lead impedance. The patient was noted to feel the stimulation and has had no trauma recently. The physician noted that they do not have a root cause for the high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.